Manufacturer narrative:
(B)(4). UDI number:(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A de-vice history record review was performed, and findings were identified. Non-conformance was initiated for batch to address the issue of a "peel-away sheath tearing incorrectly". Despite this, it cannot be confirmed if this is the same failure being addressed in this complaint without the sample returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "this peel away sheath did not peel correctly. One wing broke off, then the other wing broke off leaving this much inside the patient's arm." No medical intervention was required to remove the device. A new line was placed. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4).

Event description:
It was reported "this peel away sheath did not peel correctly. One wing broke off, then the other wing broke off leaving this much inside the patient's arm." No medical intervention was required to remove the device. A new line was placed. The patient's current condition is reported as "fine".